Manufacturer narrative:
The insulin pump alarmed prime alarm during the prime test due to loose/protruded motor support disk. The insulin pump was received with a cracked case at lcd window corners and battery tube threads.

Event description:
It was reported that the insulin pump alarmed prime alarm. The drive support disk is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.